Manufacturer narrative:
The insulin pump passed displacement test and self test. Pump was tested with no audio/vibrate anomaly noted. Pump was received with reservoir tube lip completely broken off, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump vibrates without message in display. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump is being replaced and is expected to return for analysis. No further details are given.